Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged and was displaying loss of capture (loc). The patient also reported feeling muscle stimulation. The patient is non-dependant. The patient was referred to their electrophysiologist for follow up. There were no adverse patient effects reported. The lead remains in service.